Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
There was atrial lead warning for low impedance reported. The unipolar impedance is higher than bipolar. Inner insulation degradation was noted. In addition, there was pocket stimulation and the patient was feeling symptomatic. The patient was programmed bipolar when pocket stimulation occurred. The device is in use. No further patient complications have been reported as a result of this event.